Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report of no cutting during surgery. At the time of receipt, the probe needle was observed to be missing. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off. Functional testing and a wear evaluation could not be performed due to the visual condition of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the needle broken off. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe had no cutting and aspiration was normal during the vitrectomy surgery. The product was replaced, and the surgery was completed with no patient harm.